Event description:
It is reported by the patient's council that device was implanted in 2007. Post-op, patient experienced pain and was revised in 2009.

Manufacturer narrative:
No product was returned for evaluation. X-ray images post-primary surgery and form successive patient visits are unavailable. The patient height, weight, and activity level are unknown. It is most likely that the versys beaded fullcoat femoral stem component did not contribute to the alleged event of acetabular component loosening and pain. It is unknown which components were revised in 2009, revision surgery. The surgical notes from the primary surgery are unavailable, and it is unknown if the stem was implanted with the correct orientation and correct fit as per surgical technique. The instruments used in the primary surgery are also unknown. Factors which may contribute to acetabular loosening and pain pertaining to the versys beaded fullcoat femoral stem may be one or a combination of the following mechanisms: improper offset, misalignment, or patient activity post-surgery. However, the exact cause can not be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.